Event description:
It was reported that the patient had inadequate pain relief due to lead migration and high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.